Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen of an unknown concentration and at an unknown dose via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported by the hcp that the patient did not have a doctor and her pump was now empty. The hcp reported that the patient had "terrible spasticity" and was "delusional and going crazy". The patient was given oral baclofen.